Manufacturer narrative:
A piece of the device was removed from the patient, approximately one third of the device originally implanted a year ago. The area was debrided of some loose cartilage and the allograft was reportedly intact and robust. The device is reportedly enroute to depuy mitek but as of the date of this report it does not appear it will be returned and evaluated within the next 30 days. When and if the device is received, it will be evaluate and the findings of that evaluation will be included in a follow-up medwatch report. To date, a batch number has not been provided to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. No follow-up or corrective action required at this time.

Event description:
It is being reported a depuy mitek screw broke at the distal end approximately one year post-op. The patient had the original surgery on (B)(6) 2010 to repair a torn acl. An allograft was used to repair the acl. Approximately one year after the original surgery the patient heard a pop but did not feel any immediate pain. A second procedure was performed on (B)(6) /2011. A loose body object was discovered and removed in the joint space which was reportedly a depuy mitek biointrafix device.